Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the system 98xt was not switching on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the unit needs replacement of the power supply charger board. The unit is handed over to the customer in not working condition. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.